Event description:
A customer reported multiple occlusion events. The customer's blood glucose levels exceeded normal limits, consistently displaying "high" due to the occlusion problem. However, there is no record of any specific values provided. To address the high blood glucose, the customer administered corrective insulin injections using multiple daily injections (mdi) and did not require third-party assistance. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin delivery.